Event description:
The patient was admitted with a documented left sfa (superficial femoral artery) occlusion which required percutaneous intervention (pta and stent placement). Over the next several months the patient began to complain of increasing claudication - noninvasive studies were suggestive of severe restenosis. The patient returned for angiography and possible intervention of the left sfa (aprox. 8 months after previous procedure). Angiography revealed a 99% focal lesion at the site of a stent fracture (distal to the stent additional restenosis of 60-70% identified). Physician's dictated report, from repeat angioangraphy indicates three distinct fractures were seen in the left sfa stent.